Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported adverse events could not be determined through this evaluation. The patient remains ongoing on the lvad. The heartmate 3 lvas IFU lists right heart failure, hepatic dysfunction, cardiac arrhythmia, renal dysfunction, bleeding, respiratory failure, stroke, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the patient started to experience right heart failure on (B)(6) 2018 which was resolved on (B)(6) 2018.

Event description:
Additional information was provided that the patient's weight was 189 pounds on (B)(6) 2019.

Manufacturer narrative:
Section a4, b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the major infection which started on (B)(6) 2018, was resolved on (B)(6) 2018. It was reported that the major infection which started on (B)(6) 2018, was resolved on (B)(6) 2018. It was reported that the major infection which started on (B)(6) 2018, was resolved on (B)(6) 2018. It was reported that the cardiac arrhythmias which started on (B)(6) 2018, was resolved on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued on inotrope support post 7 days from implant meeting definition of right heart failure. Infection resolved on (B)(6) .

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018 the patient had right ventricular failure (rvf) post lvad implantation with elevated liver enzymes that were related to the post-op rvf. Right sided impella was placed on (B)(6) 2018. The patient required additional support. Patient was exchanged to rvad support on (B)(6) 2018. The patient had prolonged hospitalization as well. On (B)(6) 2018 the patient had cardiac arrhythmias. The patient reportedly had ventricular fibrillation and ventricular tachycardia (vt/ vf). The patient received 3 shocks on (B)(6) 2018 along with amiodarone 150mg IV bolus and lidocaine bolus. The patient was continued on amiodarone drip at 1mg/min. Patient later defibrillated one morning after 12 hours of amiodarone drip. The sinus bradycardia was then reached. The event reportedly resolved on (B)(6) 2018 with hospitalization, changes to medication, and cardioversion. From (B)(6) 2018 to (B)(6) 2018 the patient had low urine and increased creatinine (cr). The patient¿s renal function at admission was 1.3, with cr close to baseline of 1. Cr had been slowly rising to 2.9. Urinary output drastically decreased. Nephrology was consulted on (B)(6) 2018 for acute kidney injury. Continuous veno-venous hemofiltration (cvvh) was placed on (B)(6) 2018. The patient had prolonged hospitalization and dialysis. On (B)(6) 2018 the patient had low hemoglobin and received blood transfusion of 2 units packed red blood cells (prbcs). The patient again had low hemoglobin on (B)(6) 2018 and was transfused 3 units prbcs. On (B)(6) 2018 gram stain of the aerobic bottle showed gram positive cocci in pairs and clusters. The patient was placed on vancomycin and meropenem. The event was reported as ongoing with treatment as changes to medication and parenteral antibiotics. On (B)(6) 2018 the patient was continued on inotrope support post-7 days from implant which met the definition of right heart failure. That day the patient also underwent percutaneous tracheostomy and bronchoscopy for acute respiratory failure with hypoxia. The event was reported as ongoing. On (B)(6) 2018 the patient was transfused 2 units prbcs for low hemoglobin. On (B)(6) 2018 the patient began to have persistent monomorphic vt. One dose of IV 150 mg amiodarone and one dose of IV 100 mg lidocaine was provided. Upon dc cardioversion (dccv) a second attempt with lidocaine infusion running at 1mg/min was made, vt terminated, and patient returned to normal sinus rhythm (nsr). The patient had two additional vt episodes at 8pm which required additional dccv two times after which the patient was placed on lidocaine at 2 and amiodarone bolus and infusion at 1mg/min. Again at 3am the patient had vt (rate 150s, monomorphic) and had 5 additional shocks with a total of 9 shocks overnight. The patient underwent cardioversion on (B)(6) 2018 and was then in nsr at 98 bpm and was on oral amiodarone which was discontinued later in the day to monitor for rhythm. The event reportedly resolved on (B)(6) 2019 with prolonged hospitalization and cardioversion. On (B)(6) 2018 the patient had a major infection. Due to persistent fevers (max temperature reached 38.6 degrees celsius) infectious diseases asked to re-evaluate on (B)(6) 2018. Treatment of IV piperacillin-tazobactam 4.5g every 8 hours was restarted on (B)(6) 2018 due to low-grade fevers and has continued. Blood cultures repeated on (B)(6) 2018 incubating 1/2 bottles with (B)(6) which was isolated previously. Piperacillin-tazobactam 4.5g IV stopped and patient was started IV vancomycin 1g and continued on entecavir 05.mg. The event was reported as ongoing with type of treatment as changes to medication and parenteral antibiotics. On (B)(6) 2018 the patient was transfused 2 units prbcs due to low hemoglobin. On (B)(6) the patient had 500cc emesis consisting of blood-tinged feeds. The patient was transfused prbcs twice with hemoglobin increasing from 8.6 g/dl to 9.1 g/dl. On (B)(6) 2018 the patient was transfused prbc twice for low hemoglobin. On (B)(6) 2018 the patient was transfused prbc once for low hemoglobin. On (B)(6) 2018 the patient was transfused fresh frozen plasma (ffp) for elevated inr. On (B)(6) 2018 the patient underwent head CT scan which revealed cerebellar stroke in left superior cerebellum. It was an age indeterminate infarct. No changes or intervention. Treatment was reported as prolonged hospitalization. The neurological dysfunction was reported as possibly related to the lvad. On (B)(6) 2018 the patient was febrile with a temperature of 101.2 degrees fahrenheit. Respiratory cx from (B)(6) 2018 resulted with 1+ positive cocci in pairs. The patient was continued on meropenem and vancomycin. The event was reported as ongoing. The patient had prolonged hospitalization and changes were made to the patient¿s medication. On (B)(6) 2018 the patient had major bleeding. The patient was transfused 2 units packed blood cells (pbc) and another 2 units on (B)(6) 2018 for low hemoglobin. The event reportedly resolved on (B)(6) 2018. On (B)(6) 2018 the patient had new onset wide complex tachycardia/ventricular tachycardia. Required 3 defibrillations. The patient was then placed on lidocaine infusion. The patient had prolonged hospitalization and cardioversion. On (B)(6) 2018 the patient was transfused 2 units pbc for low hemoglobin. The patient underwent c-scope that day which was unrevealing except for 3 superficial gastric ulcers. No bleeding or large lesions were found. No changes. Repeat esophagogastroduodenoscopy (egd) was grossly unrevealing. On (B)(6) 2018 nephrology was consulted on for aki. Over the prior 3 days the patient had become anuric with increasing edema. Arterial map generally 60 over the prior week but occasional drops into the mid-50s. The patient¿s recent nephrotoxic exposures included potentially (B)(6) (but not new), pantoprazole (stopped on (B)(6) 2018), and vancomycin (highest level 41 on (B)(6) 2018). Treatment was dialysis. Beginning on (B)(6) 2018 the patient had a major infection. Respiratory culture from (B)(6) 2018 grew e. Coli and urine culture from (B)(6) 2018 100,000 e. Coli, urinalysis was negative. Urine culture from (B)(6) 2018 revealed 100,000 gram negative bavilli. And respiratory culture from (B)(6) 2018 was 2+ gram positive cocci in pairs. The patient was started on ceftriaxone 1000mg. Treatment was prolonged hospitalization, changes to medication, and oral antibiotics. The event was reported as ongoing. On (B)(6) 2018 the patient was transfused 2 units pbc for low hemoglobin. The patient was transfused 3 units pbc on (B)(6) 2018 for low hemoglobin and had prolonged hospitalization. On (B)(6) 2018 the patient was transfused 2 units prbc for low hemoglobin with large melanotic stool. On (B)(6) 2018 the patient was transfused 2 units prbc for low hemoglobin. The patient was transfused 2 united prbc on (B)(6) 2018 for low hemoglobin.